Event description:
Reference importer report number (B)(4).

Manufacturer narrative:
The account found the cardio pulmonary resuscitation handle and the mounting hardware for the were broken off the head section. No further information is available on the repair of the bed at this time.